Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not cross. A technical support specialist logged into the es server in rss and restarted the services. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not crossed. The customer reported that the malfunction occurred when the user was trying to remove the medication to patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.